Event description:
It was reported that pump screen was broken and remained black. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned to be returned for evaluation, and distributor arranged a replacement pump for continued use.